Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose events while using the ilet bionic pancreas, resulting in dissatisfaction and a request to return the device; the user¿s healthcare provider advised retrying the device, adjustments were made including a reset and disabling the sleep target, and a replacement unit was shipped with return of the original pending. Symptoms included hypoglycemia with functional impairment, including missed work and inability to interact with a scheduled service provider. Outcomes included temporary activity disruption without emergency medical services or third-party assistance. Investigation included a review of device use history and user feedback through customer support and healthcare provider interactions. Investigation of this case revealed no confirmed device malfunction, with the cause of the hypoglycemia unclear. It was concluded that the event was user-reported hypoglycemia with unclear etiology and no evidence of device failure.